Manufacturer narrative:
Device evaluation: 1 x zso-7-4 of unknown lot number was not returned to cirl for evaluation. A further 3 complaint files are linked to this investigation. The other linked investigations are covered within the investigation files (B)(4). Documents review including IFU review: prior to distribution all zso-7-4 are subjected to visual and functional checks to ensure device integrity. A review of the manufacturing records for zso-7-4 of unknown lot number could not be completed. The instructions for use, ifu0045-7 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use, ifu0045-7: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ there is no evidence to suggest that the user did not follow the instructions for use. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the kink occurring while being straightened as it was being passed over wire guide. Additional information has been requested to determine if the difficulties report occurred to the same patient and with the same lot number. Summary: complaint is confirmed based on the customer¿s testimony. According to the information reported, the patient did not experience any adverse effects or additional procedures due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends. Additional information has been requested to determine if the difficulties report occurred to the same patient

Event description:
This follow up report is being submitted to update this report with the investigation findings. FDA MDR reporting required: event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿stent kinked/bent. Three additional files were created to capture the 4 occasions mentioned below. Nurses on at least 3 occasions recently have had difficulty loading the double pigtail stent on to the guide wire and the stents have all kinked at the start of the pigtail curve at a sidehole. These are experienced nurses who have been using these stents for many years so have found it frustrating the stents are kinking and can't be used. They know to slowly move the black sleeve along the pigtail to gently straighten it to advance over the wire. Feedback is they seem more brittle than usual. They are stored away from lights and heat/sun and with good expiries. Just seems to be the zso-7-4 size. One doctor fedback that he got one stent stuck in the scope. It was fine on the wire before being introduced into the biopsy channel but got stuck part way down (not at the bridge). He thinks it might have kinked in the scope, however he did eventually manage to push it out of the scope and placed it in the patient successfully.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
FDA MDR reporting required: event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿stent kinked/bent. Three additional files were created to capture the 4 occasions mentioned below. Nurses on at least 3 occasions recently have had difficulty loading the double pigtail stent on to the guide wire and the stents have all kinked at the start of the pigtail curve at a sidehole. These are experienced nurses who have been using these stents for many years so have found it frustrating the stents are kinking and can't be used. They know to slowly move the black sleeve along the pigtail to gently straighten it to advance over the wire. Feedback is they seem more brittle than usual. They are stored away from lights and heat/sun and with good expiries. Just seems to be the zso-7-4 size. One doctor fedback that he got one stent stuck in the scope. It was fine on the wire before being introduced into the biopsy channel but got stuck part way down (not at the bridge). He thinks it might have kinked in the scope, however he did eventually manage to push it out of the scope and placed it in the patient successfully.